Event description:
A hydroflex device was implanted, date was not indicated. On 7/25/97 the hydroflex device was removed from the pt and a dynaflex device implanted due to "failure of previous prosthesis."